Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple occlusion alarms occurred. The customer initially changed the infusion site to resolve the alarm; however, declined to verify the issues with the site. Reportedly, the bolus request was suspended by the alarms; however, the customer alleged that the requested bolus had completed delivery. Blood glucose level ranged from 80-211 (mg/dl). Pump history verified that the bolus had not been delivered. System check verified that the pump settings, history, and insulin on board (iob) were being displayed accurately.